Event description:
It was reported by the customer that the blades keep flying off the handpiece. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; however, the most likely cause is incorrect loading of the blade. The handpiece was repaired and returned to the customer.